Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after healing / consolidation of a distal tibial fracture, three broken pins 3.7mm dynamic locking screws were discovered on a scheduled operation (in (B)(6) 2014, exact date is still unclear). The fracture was treated with a locking compression plate medial distal tibia plate in addition to four 3.7mm dynamic locking screws in the shaft and standard locking screws in the distal region. The surgeon tried to remove the three pods of 3.7mm dynamic locking screws from the bone. This did not succeed and thus has the three pods left in the bone shaft. This report is for three unknown 3.7mm dynamic locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implantation took place on (B)(6), 2012 and the planned explantation was on (B)(6), 2014. Two screws are still in situ. There was no prolongation of surgery reported.

Manufacturer narrative:
Event date: unknown. This report is for three unknown 3.7mm dynamic locking screws/unknown lot. Partial part number 09.213.0xxs provided. Explant date: unknown. Part of the devices were left in the patient; devices were not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.